Event description:
It was reported that the health care professional (hcp) suspected that this left ventricular (lv) lead was exhibiting loss of capture (loc). The hcp called technical services (ts) and requested a review of the presenting electrogram (egm). Upon review, ts was unable to confirm capture on the lv channel due to the morphology of the lv t-wave in comparison to the right ventricular (rv) t-wave. Ts noted an increase in the pacing threshold measurements. Ts discussed programming considerations and recommended for an in-office visit for further lv lead evaluation. At this time, the lv lead remains in service. No adverse patient effects were reported.